Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she had severe pain and increased bleeding with golf ball sized clots (regarded as genital bleeding). She underwent a hysterectomy with removal of her fallopian tubes and essure coils. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this particular case, although limited information was provided, since pregnancy occurred 2 years after device placement an essure contraceptive failure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported pain and genital bleeding were considered as related to essure, based on events nature and considering device safety profile. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No follow-up will be pursued due to lack of contact details.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer experienced an abortion in 2012 and had essure inserted at her doctors office after two rounds of depo provera. She was given pain medication before the procedure which did not take effect at all. During the procedure it was discovered that her uterus was almost tilted upside down and that her left fallopian tube was bent at a 90 degree angle. It took them 15 minutes to shove essure coil in left fallopian tube. She was screaming and in tears due to the amount of pain that caused her. Shortly after the procedure she became extremely hot and felt like she was going to vomit. She passed out apparently because of the pain and the amount of time the doctors had to hold her vagina open. It had caused her blood pressure to plummet. She was told she would only experience mild to severe cramping and nausea for a few weeks and she stated that was false. She continued to suffer pain and nausea but attributed it to her ovulation and menstrual cycle. For the first time in her life her cycles were regular but that did not last long. In 2013 her pain grew more severe. She noticed hair loss, brain fog, headaches, extreme cramping more pronounced on left side, increased bleeding with golf ball sized clots, fatigue, mood swings and missed periods. She experienced such excruciating pain when she would start menstrual cycle that she would not be able to perform daily duties and severe bleeding. She also experienced severe pain which would last all day everyday and not just during cycle and she was not able to have sexual relations with her husband due to the pain intercourse would cause her. In 2014 she discovered she was pregnant (device ineffective) and suffered a miscarriage. In 2015 she found a doctor who believed her health issues were because of essure. They also found out she was continuously getting vaginal bacterial infections and yeast infections which were also attributed to essure. The consumer had a total hysterectomy including fallopian tubes. Her doctor made sure essure was removed and since removal she had been pain free and her hair was starting to come back. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she had severe pain and increased bleeding with golf ball sized clots (regarded as genital bleeding). She underwent a hysterectomy with removal of her fallopian tubes and essure coils. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this particular case, although limited information was provided, since pregnancy occurred 2 years after device placement an essure contraceptive failure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported pain and genital bleeding were considered as related to essure, based on events nature and considering device safety profile. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No follow-up will be pursued due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.